Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip common device - the correct common device is indicator, chemical catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 15451102. Expiration date - 12/31/2016.

Event description:
The customer reported a sterrad chemical indicator strips did not change color correctly after a completed sterrad nx cycle. The affected load was released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue; trending analysis by lot number was reviewed from 05/07/2015 to 11/03/2015 and trending was not exceeded; the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level; the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® nx was tested by a field service engineer. The unit was in working condition and no maintenance was required. The assignable cause of the issue can be attributed to user error. The customer was placing the indicator strips on the corners of the load. The instructions for use (IFU) state the indicator strips are to be placed in the center of the load. The customer was advised of this information. The issue will continue to be tracked and trended.

Manufacturer narrative:
Correction: removal of the following statement: ¿the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level.¿ fmea assessment and rpn evaluation is not applicable. The failure risk assessment was performed under sra review and reported in previous MDR report.